Event description:
It was reported that the patient presented at clinic. It was discovered that their right ventricular lead exhibited high impedance. Additional surgery was required to explant and replace the rv lead. The procedure was successful, and the patient was stable.